Event description:
It was reported that the patient had a backup battery (ebb) fault on and the system controller was exchanged by the patient. Log files were submitted for review and captured the controller connected at 0204 on 10may2026 and the appeared to have resolved the ebb faults as there were routine events for the remainder of the file. Log files were not obtained from the system controller prior to the controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.